Event description:
It was reported that during a lap sigma procedure the cartridge fell out of the instrument. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.